Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause of the issue was user fault. The machine started-up with occluded patient circuit system. The end user has not contacted service or did follow the instruction as asked in the IFU and put the machine in clinical use when a technical alarm is active. The machine was fixed and work as intended and released for clinical use.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer provided log files and trending data, which analysis revealed no evidence of error or failure of the suspect device. Applied pressure is visible as per the current ventilation settings, and the lack of mandatory breathing cycles is due to the selected ventilation mode of psv combined with patient always triggering spontaneous breathing cycles. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e alarmed inspiration valve failsafe failed or occlusion in inspiration tube during start-up, but machine seemed to work properly. During patient use it was then not possible to change to invasive ventilation. The customer needed to exchange the machine and manual ventilation was provided to the patient. The customer confirmed that there was no patient harm associated with the reported event.